Event description:
It was reported that prior to an unknown procedure using a coblator ii controller, the surgical staff discovered that the flow control knob was missing from the unit. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.